Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to syncope. The patient was reportedly admitted to the hospital for continued monitoring. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.